Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. While in (B)(4) on vacation, the patient was in the hotel gym when she passed out; hotel staff called emergency medical services (ems) and the patient¿s bg per ems was in 20 mg/dl (cgm value was not provided). The patient was provided unspecified treatment and recovered without long-term effect. It was not known if the patient was transported to the hospital. The patient alleged inaccurate cgm values contributed to the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.